Manufacturer narrative:
Gehc recommended to the hospital to replace the flow sensors. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. The clinician reportedly switched to manual mode of ventilation to complete the case. There was no reported patient injury.